Manufacturer narrative:
(B)(4). D10: 154722, oxf uni tib tray sz c lm PMA, lot: 112370. 159547, oxf anat brg lt md size 3 PMA, lot: 817800. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a revision surgery on the left knee approximately eight years post implantation due to lateral tibial and femoral wear. No further information is available.